Event description:
A report was received that a patient's precision system was explanted. The patient's ipg pocket had become shallow and was uncomfortable. The patient decided to be explanted as his pain had improved.

Manufacturer narrative:
This is the final report.